Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform charge/boot test: fail - would not turn. Opened unit and perform internal inspection:and moisture damage detected. Perform receiver functional test: fail - would not turn on. He patient's complaint was confirmed because the device showed corrosion on the board inhibiting it from functioning. The reported event that the receiver ceased to function was confirmed. The root cause is corrosion/moisture damage.